Event description:
Olympus was informed that the asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of a malfunction associated with the scope. However, upon inspecting and testing the service technician confirmed a portion of the adhesive was peeled off at the distal end forceps cover. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The asset evaluation found a portion of the adhesive was peeled off at the distal end forceps cover. Additionally, the probe unit has a minor gap (not affecting functionality). The bending section cover glue is cracked. And the ultrasound image has one broken element. The asset scope was repaired and returned to asset stock. The asset scope was last serviced in december 2021; no problems were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling forceps cover glue likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.